Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Concomitant products: two lesions in the left upper lobe were biopsied: one located 0 mm from the pleura (18 x 24 x 20 mm) ¿ products used were a 19g flexision needle, 1.1 mm - cryoprobe, cytology brush; and one located 13 mm from the pleura (17 x 15 x 18 mm) ¿ 23g flexision needle; 19g flexision needle, 1.1 - mm cryoprobe, cytology brush. A review of the event was conducted by an intuitive surgical medical officer who concluded that the patient underwent an ion endoluminal biopsy as part of a registry clinical study. The procedure was completed without issue and the patient was discharged home a few hours after the procedure. The patient developed respiratory distress at home about 1 week later prompting emergency services to be contacted. The patient went into cardiac arrest. Attempts at resuscitation were unsuccessful and the patient died. The patient had significant medical co-morbidities including severe pulmonary fibrosis/interstitial pneumonitis, chronic bronchitis, pulmonary hypertension, rheumatoid arthritis, diabetes, hypertension and a 90 pack-year smoking history. Based on the available data the event was possibly procedure related in the setting of multiple significant co-morbidities and was not device related. There was no malfunction of the ion system, instruments or accessories. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of (B)(4) bronchoscopies the total number of any complications was reported to be (B)(4) with (B)(4) total deaths (B)(4). A multicenter study reported (B)(4) complications with no deaths associated with (B)(4) cases. A prospective multicenter international study of (B)(4) reported (B)(4). Another survey-based study of (B)(4) bronchoscopies described (B)(4) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of (B)(4). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including (B)(4) cases reported no deaths. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of (B)(4) bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
A patient enrolled in a registry study underwent an uneventful ion biopsy procedure and was discharged home 3.5 hours post-procedure. No ion system malfunctions or other issues occurred during the biopsy procedure. It was reported that 8 days post-discharge the patient began to experience respiratory distress in the evening at home. The patient went into cardiac arrest and was unable to be revived. The study principal investigator classified the event as not related to the ion devices, possibly related to the ion procedure, and probably related to the patient¿s pre-existing comorbidities.